Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No frozen display noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The back light functioned properly. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding properly. The customer state he was trying to deliver a bolus and when he pressed the act button, the screen went to the next selection down then it froze. The customer removed and reinserted the battery and received a battery out limit alarm which could not be cleared. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.